Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricle lead was unable to implant. The lead was explanted and the physician decided to abort and try in the future the patient was in stable condition.